Event description:
Int'l customer reported that the device was placed in service on 08/29/2006 and functioned normally. Milking of the device was performed every hour. A slit in the device was observed five days later on 09/03/2006. The slit was covered with a film and the device continued to function normally. The surgeon opined that the repeated milking caused the slit.

Manufacturer narrative:
H6: conclusion code: surgeon reported that the device failure is related to repeated handling/milking of the device. The package insert states the silicone elastomer suction tubing is soft and pliable. It should not be handled or come in contact with pointed, toothed, sharp-cornered or even blunt instruments, as punctures, surface cuts nicks, crushing or other overstressing can lead to tearing or warping of the tubing ends to subsequent structural failure of the device and/or fragment retention in the wound.